Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Suspected cause was due to having a basal rate setting that was too high. Customer did not provide how low bg was addressed and declined follow up.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.